Event description:
Patient was revised to address stem loosening.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records the patient was revised to address loosening of the stem resulting to pain, walking difficulty and copd acute blood loss anemia. Operative note reported some fluid in the hip joint, pseudo cortex in the femur and was perforated and scar tissue was excised. Clinical visit reported discomfort, limit ability to ambulate and dyspnea. X-ray and clinical finding reported loose femoral stem and there was a pedestal at the distal tip of the stem that was tender during palpation at the femur.